Event description:
The reporter stated that the inner pouch has a tear or cut on the inside of the pouch. The outer package was not opened but the buffer fluid was observed coming out of the foil pouch. It is considered that the sterility of the inner package is potentially compromised. Integra has requested the return of the product for evaluation. The product was not used. Another product was available for use.

Manufacturer narrative:
To date, the device evaluation has not been completed. An investigation has been initiated based upon the reported information.